Manufacturer narrative:
Reliability analysis inspected 1 random partial opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Also, checked 2 of 3 needles for burrs/hooks and dull needle tip defects and none were found. Introducer needles passed per specifications. Missing 1 needle.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 227 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.